Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was determined to be due to an electrode fracture. A revision procedure was performed where the electrode was explanted. The physician also explanted the s-ICD and replaced the system with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The complete electrode was returned. It was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray images were taken, and no issues were noted. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Electrical continuity testing was completed and determined conductors are intact. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was determined to be due to an electrode fracture. A revision procedure was performed where the electrode was explanted. The physician also explanted the s-ICD and replaced the system with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The electrode was returned for analysis.